Manufacturer narrative:
(B)(4). Concomitant medical products- e1 vngd as tib brg 10x75 catalog# ep-189080 lot# 014740, vanguard cr ilok fem-lt 67.5 catalog# 183030 lot# 881760, biomet cc cruciate tray 75mm catalog# 141234 lot# j3801848. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a total knee arthroplasty. Subsequently, the patient underwent a revision procedure due to infection.